Event description:
The promus element 2.27x38mm stent is corrected to promus element plus 2.75x38mm stent. The promus element 25x32mm stent is corrected to promus element plus 3.5x32mm stent.

Manufacturer narrative:
Patient age at time of event: over 60 years. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The promus element 2.27x38mm stent is corrected to promus element plus 2.75x38mm stent. The promus element 25x32mm stent is corrected to promus element plus 3.5x32mm stent. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-00535, 2134265-2013-00536, 2134265-2013-00537. It was reported that during an unspecified percutaneous treatment procedure, a dissection occurred. Vascular access was obtained via the radial artery. The >80% stenosed, 3 x 20 mm lesion was located in the mildly calcified and mildly tortuous mid right coronary artery (rca). The 5fr convey ar1 guide catheter was advanced and engaged the rca, deep seating in the process. On the next fluoro injection a dissection was noted. A 2.27 x 38 mm promus element stent was deployed at 16 atms for 12 seconds. On the next fluoro shot the dissection was noted to have migrated proximal to the stent, therefore a 25 x 32 promus element stent was deployed at 16 atms for 12 seconds proximal to the previous stent and to the ostium. The next fluoro shot showed flow distal to the two stents had resolved. A 30 x 8 mm promus element stent was deployed to cover the gap between the two previous stents, deployed at 16 atms for 12 seconds. The patient experienced st elevation and decreased heart rate. Cardizem was given which resulted in the patient returning to normal. Normal flow had returned and the dissection was completely covered. No further complications were reported, and the patient has been discharged.